Event description:
Customer reported device = 440 and 78 mg/dl. Lab = 340 mg/dl. All testing was performed immediately. Controls were in range. No treatment was given. A request was made for return product and replacement product was sent.